Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he had changed his infusion set and while he is connected to his body he performs the fill cannula. His device has a blue screen that states to input his carbohydrates. Customer wanted to know if the device would continue to erase his basal if has skipped the fill cannula. Troubleshooting for blank display was started. Customer's blood glucose was 290 mg/dl. Customer stated he didn't fill cannula all he did was performed a bolus. Customer then stated the screen was not frozen. He had to go so he disconnected the call. He is not returning the device for further analysis.